Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that there was a non-functioning device and the patient desired an explant for the ability to obtain an MRI; the entire system was explanted without replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the non-functioning device was due to normal battery depletion. No further complications were reported/anticipated.